Event description:
It was reported that the atrial lead encountered a fracture and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: sdr303b ipg, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.